Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.122¿ x 0.175¿. The root cause of broken instrument proximal clevis is typically mishandling/misuse such as excess force applied to the distal end of the instrument. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot/serial# n101805040060) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 via system serial# (B)(4). There were 11 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken cable. The procedure was completed with no reported injury.